Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight to be within specification and flat creases. The gel was observed to be cloudy after the autoclave cycle. Based on the device analysis the final assessment is the unit is not ruptured.

Event description:
Patient reported left side capsular contracture baker grade unknown and inflation. Patient additionally reported "breast is hard, is sitting high, and seems inflated" and "left-side rupture." Additionally healthcare professional reported left side rupture and cyst. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade unknown, breast is hard, is sitting high and inflated."

Event description:
Patient reported left side capsular contracture baker grade unknown and inflation. Device remains implanted.

Event description:
Patient additionally reported "breast is hard, is sitting high, and seems inflated" and "left-side rupture." Additionally healthcare professional confirmed left side rupture. Device has been explanted.